Event description:
It was reported that during a vinci-assisted surgical inguinal hernia unilateral procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical unit (erbe) lost power and the screen was black. Prior to calling in, the customer tried powering it on and off a few times, and still nothing on the iesu screen. The tse had them check the power plug at the back of the iesu and power plug. The tse had them unplug it and put it into a known good outlet that they had a monitor hooked up to and was not working. The tse suggested swapping out the vision side cart or using the force triad with activation cable, but they didn¿t have the cable. Biomed swapped the iesu from a different system; however, the tse didn't advise that. The swapped iesu powered up fine with the old iesu power cord. The procedure was continued with the case as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed by swapping out the iesu with an iesu from another system with no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer the site to further investigate the reported event. The isi fse went on site and replaced iesu to resolve the issue with powering on. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have an issue with powering on. The unit was tested with the same result, the unit wont power on, as a safety precaution the unit will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation/failure analysis.